Event description:
Customer reported that it appears that #10 is tipped facially on the distal, making #9 appear like it is overlapped on the mesial of #10, #7 has not moved facially on the mesial and there is still a 2mm spacing between posterior teeth. In summation, the dentist advised that the patient forgo any further treatments with corrective liners and seek professional orthodontic services to correct the patient's dentition. It took 30 min to get off the aligners. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.